Event description:
It was reported that, " hospital claims cement up too fast."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If additional information becomes available, it will be submitted in a supplemental report. Other lots listed in the report: catalog no. 6191-1-001; lot codes: rbq042, rbq022, rbq038, rbq017.